Event description:
It was reported that implant worked for 2 days and quit. They worked and worked on it but it didn't work. The trial worked for 2 days also and they thought since the trial worked good for 2 days that implant would work too. The patient did not have a healthcare provider. The patient was wondering how does she get the ins removed. The patient noted a loss of therapeutic effect. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3889-33, lot# v621114, implanted: (B)(6) 2011, product type: lead. (B)(4).